Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information received from a consumer regarding the delivery of dilaudid and bupivacaine (unknown concentrations and rates) in a pain pump. The patient was "dropped" by their healthcare professional (hcp) in (B)(6) 2014 and did not refill the pump. The pump was set to "go off" on (B)(6) 2014 and the patient thought they were going to go into withdrawal. The patient had tried to get their pump filled on (B)(6) 2015, but the hcp would not refill it. The patient was in "excruciating pain" that started after (B)(6) 2014. The onset of the pain was stated to be "gradual" and got pretty bad (B)(6) 2014 and the morning of (B)(6) 2014 it was "real bad". The patient felt like going to the ER and getting a pain infection. It was noted the patients "foot was also dragging again". The patient was "almost down to cripple when he was walking". The patient had called 911 due to their pain. The pain was so bad, it was hurting his chest; running down his leg so bad that he could hardly walk. The patient was told he was a chronic pain patient and they did not do anything for chronic pain patients. This occurred on (B)(6) 2015. It was reported there was "nothing" in the patients pump and it started alarming on (B)(6) 2015. The pump alarmed for one month due to empty pump reservoir. The onset of pain experienced at the was now reported as sudden. The patient's pain had not been under control since that time. History: non-malignant pain, failed back surgery syndrome concomitant drugs: oxycodone, lortab.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2016-oct-20. It was reported that the pump was beeping for 2 months before the patient saw a healthcare provider (hcp) in 2015. The patient had pain and it was considered a gradual change in therapy/symptoms. The situation was resolved. The patient wanted to make sure he would get his pump filled in (B)(6) 2016.